Event description:
It was reported to boston scientific corporation in 2005 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure the same day (patient age, gender and weight unknown). According to the complainant, during the procedure, the clip was prematurely released in the small bowel. The clip was expected to pass naturally. The procedure was successfully completed with another resolution clip device. No patient complications were reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.